Event description:
It was reported that the pt had a successful neurostimulation trial that lasted for about 1.5 weeks. Then the permanent neurostimulation system was implanted. When the new device was initially programmed, the stimulation was in the wrong location. X-rays and a reprogramming session were suggested over the holidays, but neither happened. The pt was in excruciating pain and it was getting worse. In jan, the stimulation was still in the wrong location. The pt felt stimulation in her rib cage instead of her back. During a reprogramming session, the pt was shocked; she fell on the floor, stiffened out and screamed. The shocking was stopped, but the device still was not programmed to relieve the pain in her back. Reprogramming was tried again later, but it still was not programmed properly to relieve her pain. During this time, the pt needed to start wearing her back brace again. The pain was worse than it was before. The pt had an appointment scheduled with her hcp the first week of march. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available. See MFR's report # 6000153200801567.